Manufacturer narrative:
The lead was received for analysis intact, not severed. Visual inspection noted that the helix mechanism returned in a retracted position with no abnormalities. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing and stylet insertion testing. Laboratory analysis did not to confirm any malfunctions regarding the reported allegations of high captured thresholds measurements, inadequate sensing and placement difficulties.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited placement difficulties, inadequate sensing and high capture thresholds. This lead was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited placement difficulties, inadequate sensing and high capture thresholds. No adverse patient effects were reported.